Event description:
Received call from account manager that the screw thread broke while being driven into the 1st metatarsal during a bunion osteotomy.

Manufacturer narrative:
Vilex was notified on (B)(4) 2014 by an account manager that the thread from a 3.5mm x 24mm titanium screw broke while being driven to bone. Account manager stated that a kwire was inserted, countersink was completed. However, there was no pre-drilling. After countersinking, the doctor attempted to drive the screw into the bone and the proximal thread on the screw broke. Account manager also stated when the kwire was removed, it was not bent. The doctor also stated there was difficulty in cutting the bone due to the hardness of the bone. The doctor completed the surgery without issue and used another screw from the vilex set. Vilex was not able to evaluate the device as the facility discarded the screw and wire. Therefore, vilex is unable to determine the exact cause of the product malfunction. A review of complaints was conducted and no other complaints have been filed against this screw type has been received. A vilex engineer attend the next scheduled surgery to verify that the doctor's were using the recommended procedure for vilex screws. During the surgery, there were no issues.